Event description:
As reported by the customer for this event, the device image was generating noise. There is no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that noise was generated in the entire image with image not being visible. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Concomitant devices used in the event are not known.

Event description:
Addendum apr 19, 2022: customer reported that noise was generated in the entire image (vertical line noise). The image did not appear clearly at all. Event did not occur during a procedure. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms, or alert tones associated with this event. Nor is it known if the device was inspected prior to issue being observed.

Manufacturer narrative:
Correction to report source to add "foreign". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.